Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was noted that the patient was electrocuted when attempting to jump start a motor. The implantable pulse generator (ipg) was malfunctioning with no capture on both the ventricular and atrial channels. The right ventricular (rv) lead exhibited high thresholds, measured undefined impedance, and intermittent capture. Ventricular noise was noted with manipulation. The ipg device was explanted. The rv lead was capped. A new system was implanted on the right side. No further patient complications have been reported as a result of this event.